Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. While unpacking the 4.00x24mm taxus liberte stent it was noted that the stent was flared. The device did not enter the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as 'stable'.